Event description:
It was reported that the patient presented for follow up with a thumping sensation caused by the right ventricular lead due to extracardiac stimulation. The patient was scheduled for lead revision and the lead was capped and replaced on (B)(6) 2024. The patient was stable.